Manufacturer narrative:
This follow up report is being filed to relay additional information. Device was evaluated and the reported event was not confirmed. Visual inspection of the returned device revealed that the left side groove where the slaphammer fits was bent downwards at the top edge and exhibited wear marks on the surface. There was no fracture seen on the device. Device history record was reviewed and no discrepancies were found. The device has an approximate field age of eleven years. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). (B)(4. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported one of the grooves made to fit the slaphammer broke. No adverse events have been reported as a result of the malfunction.